Event description:
The plastic hub (luer-lock) pulled off the end of the catheter during a paracentesis procedure. This required the pt having to be re-catheterized. There was a risk of losing the remnant catheter inside the pt. Per description on form from the ultrasound supervisor: the radiologist was pushing the catheter into the locking butterfly and the hub (luer-lock) pulled off the catheter tubing. The radiologist had to pull the catheter out and start the procedure over again. The drainage bag was already connected to the bag when the hub pulled off. The catheter itself was left hanging out of the body. It was pulled free. Pt had to have another catheter inserted to complete the procedure.

Manufacturer narrative:
(B)(4) - prolonged surgical procedure is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Event is still under investigation.